Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received notification due to high, out of range high voltage lead impedance. Programming changes and further testing were recommended. No further information is available at this time.